Manufacturer narrative:
(B)(4). Customer returned pump for alleged over delivery and low blood glucose found on (B)(6) 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0869 inches. No unexpected alarms/alert/anomalies noted during testing. The history/trace downloads were successful using thus and carelink. The following boluses were delivered on event date: dailytotalofbolusinsulindelivered: 36.7 u total of meal wizard insulin delivered as correction only bolus: 1.5 units. Totalofmealwizardfoodcorrectioninsulindelivered: 31.7 units test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and cracked retainer. Insulin pump passes function testing. Unable to verify customer alleged for low bg or possible over delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low blood glucose. Customer reported insulin pump over delivery leading to low blood glucose. The customer was treated with food. No harm requiring medical intervention was reported. The customer discontinued the use of device.